Event description:
It was reported that there was particulate matter inside the reservoir of a half day infusor. This was noted while filling the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14g020 was manufactured on july 10, 2014 - july 11, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device revealed a solid white fragment of the duckbill valve approximately 3.82 mm in length and 2.09 mm wide floating in the fluid of the reservoir. The particle was identified to be polyisoprene material via fourier transform infrared spectroscopy scanning. The cause could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.